Event description:
It was reported during preventive maintenance by getinge field safety technician that cardiosave intra-aortic balloon pump (iabp) fiber optic was damaged and needs to be replaced. No patient involvement and no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 health effect: clinical code, medical device: problem code a getinge field service engineer (fse) identified that the fiber optic connector was broken during pm completed by fst getinge. Fse replaced the fiber optic connector and tested and passed all the test.